Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified high sensor reading on the abbott diabetes care (adc) device compared to a competitor brand device. The customer noted a vertical trend arrow, which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer reported symptoms of sweating and trembling and self-treated with glucose. There was no report of death or permanent impairment associated with this event. A sensor result of 230 mg/ dl, 240 mg/dl was compared to a competitor brand device reading of 58 mg/ dl and 78 mg/dl, and the results, when plotted on a parkes grid, fell into the "d" zone, showing the difference in values to be clinically significant. The customer was worn for 8 days. It is unknown when these readings were obtained in relation to the reported adverse event.